Event description:
It is reported that the device was implanted in 2005. The device was revised in 2007, due to the device breaking.

Manufacturer narrative:
Other device used: catalog #00999301735, zmr hip system femoral body revision neck taper, lot #5502330. This report will be amended when our investigation is completed.